Event description:
The user received a questionable vancomycin result for one pediatric patient sample. The initial result was 3.62 ug/ml with a data flag and was reported outside the laboratory. The physician questioned the result and the sample was repeated. The repeat result was 25.0 ug/ml. The patient was not harmed based on the initially reported result. The vancomycin reagent lot number was 15012400. It was noted the user had found a fibrin clot in the sample after the initial testing. The user stated she felt there was no problem with the analyzer as they were able to get an acceptable result once the fibrin clot was removed from the sample. The field service representative stated the user resolved the issue by replacing the reagent and recalibrating the assay. All calibration and quality controls passed.